Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had a incompatible scope (e315) error code. The issue occurred, during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation discovered foreign material remained in the air/water channel and air/water cylinder. Attempts were made to obtain additional information regarding the reported event and foreign material discovered, but no response was received from the customer. Based on the results of the investigation, it is likely that the error e315 occurred due to a submersion causing a short circuit or other abnormality in the internal circuitry of the scope since the leak detection sticker was discolored. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.". Based on the results of the investigation, the whitish foreign material was likely a defoaming agent containing simethicone. The root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "operation manual_ insertion_ air/water feeding and suction_ auxiliary water feeding warning: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.". Olympus will continue to monitor field performance for this device.